Manufacturer narrative:
(B)(4). The device has not been received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-11568. Deployment difficulties and stent fracture occurred. The target lesion had numerous tortuosities. It was reported that the 6x150 eluvia¿ drug-eluting vascular stent system was advanced via the humeral approach to the lesion. After approximately 4cm of deployment the thumbwheel stopped working and stent deployment was unable to be completed by utilizing the pull grip. The stent fractured and a piece of the stent remained inside of the patient. The portion of the stent was unable to be located. A second 6x150 eluvia stent was advanced by the "cross-over" approach. Deployment was initiated and after approximately 4cm the thumbwheel stopped working and deployment was unable to be completed by utilizing the pull grip. The entire device was removed without any negative consequences to the patient. There were no further patient complications required and the patient's status is fine. This product is only ous approved but it is similar to an approved us device.